Event description:
It was reported that the coil was protruding outside the target location, requiring intervention. This embold packing coil was selected for use during a splenic artery embolization procedure. The target vessel had moderate tortuosity. During the procedure, the embold packing coil was difficult to advance. The coil was then deployed, and the physician attempted to retrieve the coil in order to reposition it; however, increased resistance was felt upon retrieval. The coil became stretched and broken as a result. The pusher wire was removed leaving the coil outside the target vessel. A second coil was successfully placed. The procedure was prolonged. The patient was stable post procedure, and an additional surgery was scheduled to remove the coil. There were no other patient complications as a result of this event.

Event description:
It was reported that the coil was protruding outside the target location, requiring intervention. This embold? Packing coil was selected for use during a splenic artery embolization procedure. The target vessel had moderate tortuosity. During the procedure, the embold packing coil was difficult to advance. The coil was then deployed, and the physician attempted to retrieve the coil in order to reposition it; however, increased resistance was felt upon retrieval. The coil became stretched and broken as a result. The pusher wire was removed leaving the coil outside the target vessel. The procedure was prolonged, and an additional surgery was performed to remove the coil. There were no other patient complications as a result of this event.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this embold packing device was visually examined, which revealed a stretched coil and bent couplers. X-ray was used to show the broken coil line stuck inside the sheath. Inspection of the remainder of the device presented no other damage or irregularities. It was found that the break and stretching was likely due to when attempting to retrieve the device.